Event description:
It was reported that the device logged potential critical event codes in the memory. Physio-control evaluated the device and observed that it was unable to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure center and determined the cause for the reported incident to be two shorted diodes, designator cr 21 and 22.